Event description:
The patient initially underwent implantation of an ovation ix stent graft system for the treatment of an abdominal aortic aneurysm (aaa). Approximately nine and a half (9.5) years after the initial procedure, the patient had a routine computed tomography angiogram (cta) performed due to gastrointestinal (gi) issues. The imaging revealed bilateral type 1b endoleaks while the patient remained in stable condition. On the left side, the iliac aneurysm had increased in size and was measured at 48 mm. To address this, the physician decided to perform coil embolization of the hypogastric artery and extended the graft into the external iliac artery. On the right side, there was sufficient space, as the current stent graft was just short of the right hypogastric artery. The stent graft was extended down to the hypogastric artery in order to preserve it. The final status of the patient was not reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.